Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open primary incisional ventral hernia repair procedure on (B)(6) 2008 and mesh was used. The patient answered the 24 month/ 2 year questionnaire entered on (B)(6) 2011 and reported that the patient had experienced a recurrent hernia noted in (B)(6) 2009 with reoperation on (B)(6) 2009. Additional information has been requested.